Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp in connection with this event. A getinge service territory manager (stm) has advised that the customer is undecided as to whether the iabp unit will be repaired. A supplemental report will be submitted if additional information is provided. (B)(6). Not returned to manufacturer.

Event description:
It was reported by the customer that during training, the cs300 intra-aortic balloon pump (iabp) was experiencing a battery charging issue. There was no patient involved and no adverse event reported.